Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site (clearlink) of a non-dehp extension set leaked an unspecified amount. This was observed during patient infusion with chemotherapy agents, while the nurse was attempting to flush the line with saline. After moving the patient, it was noted that the pillowcase was damp under the patient¿s arm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.